Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old male patient during transport, the device displayed a "check pads" message. Complainant indicated that the clinician unplugged the electrode pads and replugged them and the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Extensive testing verified the device was charging and discharging as expected. The device was recertified and returned to the customer. The electrode pads and the multi-function cable were not returned to zoll medical corporation for evaluation as part of this investigation. The device history log was not available as part of the investigation. Analysis of reports of this type has not identified an increase in trend.